Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the distal superficial femoral artery. A 5x150mm armada 35 balloon ruptured during use. An attempt to remove the ruptured balloon was made; however, a piece of the balloon separated and became stuck in the patient anatomy. The remaining balloon piece was removed via cut down surgery. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture, balloon separation and noted damages appears to be related to the operational circumstances of the procedure. It is likely that during advancement through the heavily calcified anatomy the balloon became compromise and/or damaged resulting in the balloon rupture during inflation. Additionally, it is likely that manipulation and/or inadvertent mishandling during retraction, the ruptured balloon encountered resistance with the anatomy and/or other devices used resulting in the separations and subsequent damages. There is no indication of a product quality issue with respect to manufacture, design or labeling.